Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, both the right ventricular and left ventricular leads were noted to be dislodged. The leads were suspected to be dislodged after the initial implant, based on the post operative images. The physician attempted to reposition the right ventricular lead but was not successful because helix would not retract as tissue was clogged in the helix. The leads were explanted and replaced. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received on (B)(6) 2017 reveals that both the left ventricular and right ventricular leads were dislodged during the initial implant. While placing the can, tension was created in the leads which caused them to dislodge. The left ventricular lead exhibited failure to capture as a result of the dislodgement. The right ventricular lead was dislodged and was noted to be near the tricuspid valve and the lead was continued to capture.